Event description:
Patient was taken to the main or for a laparoscopic low anterior resection. During the resection while creating the anastomosis, the surgeon fired the ethicon 29 mm stapler. After the stapler was fired, the surgeon did a routine leak test. During the leak test, the anastomosis was "crimped and had a hole." The surgeon felt it was a result of the stapler misfiring. Therefore, an ostomy had to be created. Manufacturer response for ethicon 29 mm stapler, endoscopic curved intraluminal stapler (ils) 29 mm (per site reporter): reported to manufacturer in january.